Event description:
It was reported that a cartridge alarm occurred. There was no information received about any adverse impact on the customer's blood glucose level as the caller declined to provide such data. The customer was instructed by technical support to load a new cartridge, which they successfully did, allowing them to resume their insulin therapy without further issues.